Event description:
Patient was having laparoscopic surgery done and while physician was suturing, suture needle broke and needle fragment was lost in fascia. Physician was unable to retrieve. After procedure completed, x-rays were taken in recovery room, which revealed fragmented needle. Patient was taken back into surgery and needle fragment retrieved. C-arm was used during procedure.